Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a hysterectomy, the device jaws would no longer open. The handle was forced open and the surgeon stated that the blade was exposed and out of the track of the device. A second device was used and the surgeon experienced the same issue. There was no pt injury. The add'l device used in this surgery can be found on MFR report# 1717344-2010-00379.